Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display during drain 3. The home patient (hp) stated he was asleep when alarm occurred and woke to find the patient line had disconnected from the catheter. The technical service representative (tsr) assisted the hp with troubleshooting, instructed them to start over with new supplies or continue manually, and advised them to inform their nurse of the alarm. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the customer, it was stated that he did not think there was any product damage or problems with the catheter line or patient line that would have caused the disconnection; he stated "it just disconnected". The customer stated that the hp is fine and has continued with their peritoneal dialysis (pd) therapy. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The system error 2240 alarm could not be confirmed, because the sample was not returned and a cause was undetermined. A batch review could not be performed as lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.